Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, staplers along the distal third of the staple line appeared to be completely unformed. The location of the staple line disruption caused approx 300cc of additional blood loss. The physician was able to manage the bleedinng laparoscopically. No additional intervention was required. A like device was used to finish the procedure.